Manufacturer narrative:
The rods were received for functional and visual testing and the reported event was confirmed. He root cause of the reported event may be related to the missing o-ring.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. Based on engineering review performed on march 10 2020, it was identified that the rod had a compromised o-ring. There was no patient injury reported.